Event description:
It was reported that there were concerns this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) channel. Technical services (ts) reviewed the reports and noted that they believed the intrinsic ventricular signals were undersensed that were followed by ventricular paces. Additionally, the rv amplitude was low. The plan is to bring the patient in to evaluate the device system. The device remains in use. No adverse patient effects were reported.